Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 14150 were returned and analyzed. The data files showed that eight applications were performed with the returned balloon catheter without any issue on the date of the event. Also, two applications were performed with a different balloon catheter without any issue on the date of the event. The files confirmed system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ several times for the date of the event. Visual inspection of the balloon catheter showed blood inside the balloons. Dissection/ pressure testing showed a guide wire lumen kink and breach at 0.55 inches proximal from the tip. In conclusion, the reported system notice was confirmed through testing and data analysis. The balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.